Manufacturer narrative:
The reported medical device lot #8003135 does not match with the reported medical device catalog #302153. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd syringe luer lok tip with graduations there was an issue with tip of syringe deformed. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd syringe luer lok tip with graduations there was an issue with tip of syringe deformed. There was no report of injury or medical intervention.

Manufacturer narrative:
One photo was returned for investigation and observed syringe collar is deformed. One actual sample with open package was returned for investigation. The sample was subjected to visual inspection and observed that the syringe collar is deformed. Further analysis under 10x magnification, observed that the syringe cross thread is damaged. Reviewed syringe DHR and no abnormality during qa inspection. Probable cause could be due to the barrel and assembled needle not aligned during assembly station resulting pressing against the barrel tip causing damage and damaged the cross thread.